Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, upon inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient. Subsequently, plain old balloon angioplasty was performed with a 2.0x12 non-bsc balloon catheter and the procedure was completed after stent implantation. No patient complications were reported and the patient's status was stable.